Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and obtained did the piece of glass injure the physician? No. What was done to treat the shard penetration? No further information is available. Was medical or surgical intervention required? No further information is available. Was there any special diagnostic test performed? No further information is available. What is the status of the surgeon injury today? No further information is available. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No further information is available. Was the ampoule crushed repeatedly? No further information is available. Can you identify the lot number of the product that was used? No further information is available. No further information will be provided. Additional information was requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: did the ampoule break and have a piece of glass protruding out? Or is the complaint for polymerization?

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and topical skin adhesive was used. During use, a piece of glass protruded. The adhesive fluid did not come out of the applicator after cracking the glass ampule. Further details are not provided. There were no adverse consequences to the patient.